Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. Cts instructed the customer to replace the k (potassium) electrode and recalibrate the instrument. Upon completion of replacing the k electrode, calibration was successful and qc (quality control) passed within specification. The issue was resolved and a field service engineer was not dispatched or requested for this event.

Event description:
The customer reported obtaining erroneously low k (potassium) results for two patients involving the unicel dxc 600 pro synchron system. The customer repeated the samples on the same dxc (after troubleshooting) and obtained higher k results. One of the two patient samples was repeated on an alternate methodology in addition to the dxc and both results matched. The erroneously low k results were reported out of the laboratory and later amended. There was no change or affect to patient treatment in connection with this event. The customer stated the k electrode still had 25 (twenty five) more days before the required maintenance of replacing the k electrode was due. A review in the remote management system revealed qc (quality control) recoveries were on the low end of the 2sd (2 standard deviation) assigned target mean value on the day of the event.